Event description:
According to the reporter: continuous suture breakage during distal anastomosis. Breakage in suture causes increased clamp time, more suture was opened. Surgeon comments: increased clamp time. The case was extended by more than 45 minutes.

Manufacturer narrative:
(B)(4).